Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. The customer stated that the pump was in normal temperature conditions and was not exposed to extreme heat. At the time tandem technical support was contacted, the bg level had not yet lowered, the customer's blood glucose (bg) level was 160 mg/dl and a bolus was delivered to address the bg level. The customer indicated would use the pump until replacement arrived and had insulin pens available.